Event description:
It was reported that the pressure was applied up to 30 atm by the inflation device of the balloon dilation catheter, but the water leakage occurred from the handle part on the way and no pressure was applied . As per additional information via email from ibc on 22jun2022, it was unknown whether 2 individuals (patients) used same catheter from same lot. As per sample received on (B)(6) 2022, it was noted that an additional inflation device was returned .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the pressure was applied up to 30 atm by the inflation device of the balloon dilation catheter, but the water leakage occurred from the handle part on the way and no pressure was applied . As per additional information via email from ibc on (B)(6) 2022, it was unknown whether 2 individuals (patients) used same catheter from same lot. As per sample received on 24sep2022, it was noted that an additional inflation device was returned .

Manufacturer narrative:
The reported event is confirmed, supplier manufacturing related. Photo samples were submitted, however, no leakage could be seen from the photos. The eagle inflation device was returned without the original packaging. An evaluation of the physical sample was completed. The gauge needle was observed to be in the zero position. An unknown green substance was found inside the housing and glue plug. Per the evaluation results, the root cause confirms that this complaint is due to the excessive flash. The device was used for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Label/pack review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.